Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella cp and impella rp for mechanical circulatory support and following had high purge pressure and a gastrointestinal bleed. The patient was admitted to the intensive care unit where the patient was intubated upon induction pulseless electrical activity arrest with 30 minutes of cardiopulmonary resuscitation. After successful return of spontaneous circulation, the physician successfully placed the impella cp to the right femoral artery without complications. Left heart catheterization was completed and diffused disease with severe lesion in the right coronary artery (rca) was identified. Three stents were placed to the rca with no intervention to the left system. After next steps, the physician proceeded with the impella rp implant. Same day, post procedure, a critical purge alert triggered and dextrose 5% in water was switched to tpa 3mg in 50cc of sterile water. Day 4 of support the site was oozy with dressing change. A gastrointestinal (gi) bleed was present over the night. Heparin taken out of the impella rp purge replaced with sodium bicarb. It was noted systematic heparin had started was lowered that morning to 550 from 850. Overnight, the impella cp was repositioned, and the patient was given two units of blood and one unit of platelets. The next day, impella rp was weaned to performance level p-4. The gi bleed slowed down, and sodium bicarb of the impella rp purge was switched back to heparin due to purge flow dropping past 12 hours. The patient had received two units of blood and one unit of platelets overnight with a possibility of another unit of blood this day. An echocardiogram was completed to see if the patient could be weaned from both devices. Next day, now day 5 of support, both devices were explanted, impella rp at the bedside and the impella cp in the catheterization lab. The patient was noted to be stable following the event.

Manufacturer narrative:
The impella device has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ this is one of two device manufacturing reports associated with this event. Refer to initial medical device report for impella rp serial number: (B)(6) with date of event 24-nov-2024 and identifier ending in (B)(4).

Manufacturer narrative:
The investigation for the high purge pressure, vascular damage, and access site bleed has been completed. Data logs were reviewed and the only purge pressure high/system blocked alarm triggered on 11/24. At this time, there is a 36 second rise in purge pressure until the alarm triggers. It resolves in 1.5 minutes on its own. That being said, on the reported date of the complication, purge pressure does gradually rise from case start over a 3 hour period as high as 1113 mmhg. There are no motor current spikes before the rise and it starts trending up as soon as the pump starts and the motor current and ps are variable during this period. The complication resolves over a 12 hour period. Returned product was investigated and there was no clear abnormalities upon visual inspection. There were signs of potential biomaterial in the purge gap, but it was too tight to confirm. Next, the pump was connected to a console in the lab and run without any high purge pressure alarms for 15 minutes. A window was cut in the catheter to visualize the purge lumen just proximal to the motor housing and there was no blood ingress. Then, the catheter was cut just distal to the motor housing and the purge pressure immediately dropped to zero. This all suggests that issues with the purge lumen were not the cause of the complication. Finally, the motor housing was torn down and there was potential signs of biomaterial residue on the rotor, but no clear evidence. All of these findings align with the clinical information provided that tpa was infused into the purge and resolved the complication. Based on all the above details, the root cause of the high purge pressure was determined to most likely be biomaterial. Due to lacking clinical details, the root cause of the access site bleed and vascular damage could not be determined.